Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a follow up report will be submitted.

Event description:
During an atrial fibrillation ablation procedure using a therapy cool path ablation catheter, the irrigation port became detached. The catheter was replaced with the same catheter model to complete the procedure with no consequences for the pt.